Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet system, with a peak glucose of 396 mg/dl and out-of-range duration of approximately six hours, after which the user replaced the infusion set and synchronized device logs showing plateauing glucose followed by downward trends; elevated automated basal delivery resumed, the user performed a manual bg test, recalibrated via the glucometer function, and glucose subsequently trended down into range without external assistance or medical intervention. Symptoms included no reported clinical symptoms. Outcomes included temporary impairment requiring self-monitoring and corrective actions without emergency care or hospitalization. Investigation included review of device data, guided user troubleshooting, and education on monitoring, calibration, and infusion set management. Investigation of this case revealed no device malfunction identified during support review, with hyperglycemia resolving after infusion set change and calibration, consistent with a cause that could not be determined from available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.